Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed failure to capture, high pacing impedance, and a fracture on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable.